Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; intermittent power with a cracked battery compartment and moisture. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission 29-nov-2017 the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, moisture/corrosion observed in the battery compartment. There were multiple cracked in the battery compartment. A leak test failed revealing a battery compartment leak. The returned battery cap had stripped threads and was unable to fit to maintain electrical connection. A test battery cap was used to complete the 24-hour testing with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.